Manufacturer narrative:
An event of ischemia and patient death was reported. It was reported that the cause of death is ischemic related event - possible coronary obstruction. There was no allegation of malfunction against the abbott device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the death as reported was acute ischemia. The cause of ischemia cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. H6 health effect - clinical code: code 1770 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for an implant. Patient unable to have computer tomography (CT) due to poor kidneys so measurements was done via non contrast CT. Case went well, single deployment no post dilatation, one recapture. Patient stable with good result post procedure. Unfortunately, ischemia (unknown origin) occurred and patient passed away. The cause of death is ischemic related event - possible coronary obstruction. Physician does not believe it was valve related. Potential for emboli or sinus of valsalva (sov) sequestration.